Event description:
Material-: 990147. Material lot- 4207810. Needle detached from the hub.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.